Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the surgeon attempted to withdraw the basket and stone, the basket wire was found to be broken. There were no injuries or additional procedures.